Event description:
It was reported that during a ptca stent procedure, that when loading the balloon catheter onto the guide wire, the soft tip became separated from the balloon. The balloon catheter was not used on the pt. No pt injury was reported.